Event description:
It was reported that the patient felt winded. The physician was not sure if it was due to the patient's medications or the device's rate response. The physician changed the device's activity threshold to high and plans on seeing the patient in another month. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.